Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 that appeared on the homechoice (hc) display during dwell 1 / 4. The home patient (hp) stated that the supply spike became disconnected from the bag. The technical service representative (tsr) assisted the hp with troubleshooting. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by (B)(4) to the hp on (B)(6) 2010 regarding the alarm and the spike becoming disconnected from the bag, the hp explained that he had shifted the hc machine to have the display facing him before he went to sleep. The hp added that he keeps the bag on a separate table next to the table with the hc machine. Per hp, he believes the spike must have pulled out when he shifted the position of the hc machine before going to sleep that night. The hp completed the therapy on manuals. The hp stated that he is doing fine and continuing therapy. The hp confirmed that he did not have any injury or harm as a result of this incident. The hp stated that he did not notice any defects on the supplies. No patient injury or medical intervention was indicated at this time.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm was not confirmed in the lab due to a lack of sample. A batch review was performed on the associated lot ( h10b09021 ) with no issues noted. The patient stated that after therapy was started, he moved the homechoice machine before going to bed. He was awaken by the system error 2240 alarm and noticed the disconnection and leak. Per the complaint information, the cause of the alarm is the supply bag disconnect. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).